Event description:
Pt received a premodulated combo ultrasound treatment on the left side of his back. The premodulated intensity was set to 8. The ultrasound was set at 1-3 w/cm2 50% duty cycle at 2mhz using a 10cm soundhead. The pt tolerated the intensity throughout the 5 minute treatment. The treatment was followed with an ice pack for about 15 minutes. After that the pt complained of feeling a burning sensation along his left para-spinal region. No noticeable marks were apparent at that time. The pt left and came back the next day. The therapist noted a square shape blister about 2-3" in diameter. The pt's family physician reported that it was a 2nd degree burn. The burn was treated with a sterile dressing and is healing properly.